Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient suffered physical pain. All other information is unknown and unavailable.

Event description:
The patient was last seen by the physician on (B)(6) 2012. The patient was having some problems with relaxation of the back wall of the vaginal area. However, she had good support otherwise and there were no problems noted with the sling device. The physician had initially performed a tension-free vaginal tape and a laparoscopically-assisted vaginal hysterectomy procedure on (B)(6) 2010 due to the patient's urinary incontinence and leakage issues. During the patient's last visit to the physician's office, the leakage and incontinence problems were reported to have been solved. The physician reported that he was not aware of any problems with the device or any other complications with the patient.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(4) 2012.